Event description:
It was reported that after confirmation of stent deployment, the intravascular ultrasound (ivus) catheter became stuck on the stent during withdrawal. The lesion being treated was 75% stenosed with calcification and moderate tortuous in proximal and distal left anterior descending (lad). After the lesion was pre-dilated by a balloon catheter, a stent was implanted. The physician performed post imaging to determine stent placement. Upon retrieval of the imaging catheter, the catheter was caught on the distal portion of the stent. The physician removed the imaging core, inserted a guidewire, and attempted to torque, push and pull the catheter without success. The physician then cut off the luer connection of sheath of the catheter allowing him to change the guiding catheter. A different guiding catheter was inserted to the location of the stuck catheter freeing the device and allowing it to be withdrawn from the patient's body. The first stent was post-dilated with a second balloon catheter and another stent was implanted into the lesion successfully. Post-imaging was performed using another ivus catheter. The procedure was completed without any patient complications.